Event description:
Customer reports they had a leak that went underneath the analyzer which is positioned on a cart over their printer and now the printer is not working. Customer states the leak may be from the di tank not being seated properly. She states analyzer is no longer leaking. Customer states the leak is on the floor and in a walkway. No one was injured and no discrepant or erroneous patient results were generated due to the leak. A new printer was sent to customer.